Event description:
It was reported that the procedure was to treat a lesion located in the mildly tortuous, mildly calcified, 99% stenosed, distal circumflex. Pre-dilatation was performed with a 1.5x8 mm balloon prior to stenting with the 2.5x15 mm xience prime. Post-deployment a distal edge dissection was observed which was covered successfully with another xience prime stent. There was no reported clinically significant delay in the procedure. No additional information was provided.

Manufacturer narrative:
(B)(4). Intimal dissection is listed in the xience prime everolimus eluting coronary stent systems instructions for use (IFU) as a known patient effect of coronary stenting procedures. Although a conclusive cause for the reported patient effects, and the relationship to the product, if any, cannot be determined, there is no indication of a product quality deficiency with respect to manufacturing, design or labeling. The lot history record was reviewed for the reported lot and there is no indication of a product quality deficiency.